Manufacturer narrative:
Biocompatibility testing has been performed in accordance with iso 10993 and materials were found to be non-sensitizers. Although the lot number was not known for certain, a DHR review was conducted on a probable lot number; 8g242 and found to be complete and accurate. Sample review not possible because no sample available. Trend data reviewed and no adverse trend observed.

Event description:
It was reported that an end user experienced a red rash and a 1.5 cm skin ulcer under the tape border of the barrier. A wocn treated the area with steroid injection and cauterization of the ulcer. A petroleum jelly mesh dressing was then placed on the ulcer. The redness has since improved substantially.